Manufacturer narrative:
(B)(4) - erratic troponin results. No patient sample was returned for evaluation. The investigation consisted of a review of the complaint text, the instrument history and the architect system labeling. At the time the erratic troponin results were generated, the customer was using the axsym analyzer for the troponin-I assay. The lab had been evaluating the architect system for only fourteen days. Abbott customer support advised the operator of proper sample handling procedures and cautioned that incorrect results may be generated if visible fibrin and clots are observed in patient samples. A review of the complaint history from (B)(6) 2007 through (B)(6) 2009 was performed for architect i2000 analyzer, serial number (B)(4). The review found one other complaint related to this issue which was resolved by training of the system operator. Per the architect system operations manual, section 7, operational precautions and limitations. Limitations of result interpretation section, assay results must be used with other clinical data, e.g., symptoms, other test results, patient history, clinical impressions, information available from clinical evaluations and other diagnostic procedures. All data must be considered for patient care management. Additionally, the manual states if assay results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. The architect system operations manual also provides information for probable causes and corrective actions for erroneous results. The clinical chemistry stat troponin-I reagent package insert provides literature describing suitable specimens, results and limitations of the procedure. The architect system has been validated for its intended use, however, errors can occur due to potential operator errors and architect system technology limitations. Based on the available information, the cause of the customer's issue was not identified, nor was any deficiency identified for this complaint. This is the final report.

Event description:
The account stated that elevated architect troponin-I results were generated. An initial result of 0.44 ng/ml was generated after centrifugation of the sample at 3000g. The physician questioned the result and the sample was repeated 1 hour later with a result of 0.009 ng/ml (centrifuged at 3000g). The sample was re-centrifuged at 10,000g and the results were 0.007 and 0.006 ng/ml. A new sample was obtained the following day and the initial results after centrifugation at 3000g were 0.371 ng/ml. After centrifuging at 10,000g the results were 0.006 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.